Manufacturer narrative:
The local area field representative was contacted for additional information regarding product return status. At this time, no further information is available. Should additional information become available this report will be updated. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this pacemaker was operating in safety mode, and device replacement was recommended. This pacemaker remains in service. No adverse patient effects or interventions were reported at this time. Additional information received reported that this pacemaker was explanted and replaced. No additional adverse patient effects were reported. Product return was requested.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker was operating in safety mode, and device replacement was recommended. This pacemaker remains in service. No adverse patient effects or interventions were reported at this time.